Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found that the hypotube was kinked at several locations along its length. The hypotube was broken at 284mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-dec-2015. It was reported that crossing difficulties were encountered. The de novo target lesion was located in the moderately tortuous and non-calcified proximal first diagonal branch. After pre-dilation, a 2.75x28mm promus element¿ drug-eluting stent was advanced but was unable to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube break.